Event description:
The facility reported that the packer/chang iol cutter blade broke off when the surgeon attempted to cut an older hard pmma iol. There was no impact to the pt.

Manufacturer narrative:
At the time of this report the scissor had not been returned for eval. It was reported that the surgeon was attempting to cut a hard pmma iol. These scissors are indicated to cut only foldable iol's as stated in the directions for use.